Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep clarified that the right lead was suspected to pull back after being clipped in the burr hole device, while capped and being tucked. The left lead per post op CT was anterior to plan and the surgeon chose to re-implant both. The problem was found out during the post op CT. Rep reported the physician thinks pull back happened during tucking. The cause of the left lead being anterior unknown. Rep reported that the leads were revised and the issue is resolved. No further actions will be taken and the rep reports the leads were discarded

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m (serial: (B)(6)); product type: 0200-lead; implant date on (B)(6) 2026; brand name sensight; product ID b3300542 (serial: (B)(6)); product type: 0200-lead; implant date on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead pulled back and anterior to plan.